Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 576 mg/dl and a small level of ketones. Cause was unknown. Prior to ER customer administered a bolus to address the bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg at ER. Customer was discharged later the same day (B)(6) 2024, 7-8 hours later with the issue resolved and no permanent damage.